Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they were looking to have a rep meet someone for an appointment at their surgeons office on the 12th. Pt said they were having a real problem with the device and further explained that they were in a lot of pain. Pt said their pain and having to charge more frequently (every other day) started about 2 years ago (pss did not confirm year, event date: asked unknown) but with covid-19, there was no way to do anything about it. Pt said they may need this ins removed as this one is not working at all. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the patient meant she was not feeling stimulation in her back and was not getting relief in her back when stating the device was not working. Reprogramming of the device was still not able to get stimulation in her area of back pain. Recharge history was reviewed on it was found she was charging every day or two because she would charge when it gets down to 75%. The patient was told she can let it deplete more, however, the patient stated it took too long to charge if it depletes more which is why she charges once it had depleted to 75%. The patient didn¿t want to use high dose programming as she liked to feel the stimulation. It was noted that the patient had some falls. The patient had not decided if she was going to have the device replaced or removed at the end of the appointment.